Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ECG/magnet readings was unconfirmed. The device was tested per local procedures ts-sop-0101 and appears to function as expected. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was tested, serviced, and returned to the customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the sensor has problems with navigation and ECG tracking. No additional information could be obtained.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device not returned.

Event description:
It was reported the sensor has problems with navigation and ECG tracking. No additional information could be obtained.